Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had complaints about the function of the purewick urine collection system and that the product needed improvement. It was noted that the patient placed their initial order of the purewick urine collection system (pw100) in (B)(6) 2020, and then they had placed one reorder in (B)(6) 2020, but had not placed any subsequent orders. Per customer via phone on (B)(6) 2021, the patient stated that the purewick system caused a urinary tract infection and that had recurred for 3 times. The doctors stated that the urinary tract infections were from the system, and the patient was treated with antibiotics. Also, the patient had a bowel movement and ended up with e. Coli infection. The patient attempted to clean and reuse the wicks. Currently, they were not using the system. They suggested that the wicks should be shorter, so they do not get near the rectum, and it was recommended that there needs to be a way to secure the wick in place. Medical intervention was reported.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and instructions for use. A potential root cause for this failure could be due to ¿patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿indication for use: the purewicktm female external catheter is intended for non-invasive urine output management in female patients. Contraindications: ¿ patients with urinary retention warnings: ¿ do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: ¿ not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewicktm female external catheter ¿ having frequent episodes of bowel incontinence without a fecal management system in place ¿ experiencing skin irritation or breakdown at the site ¿ experiencing moderate/heavy menstruation and cannot use a tampon ¿ do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction. ¿ proceed with caution in patients who have undergone recent surgery of the external urogenital tract. ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. ¿ maintain suction until the purewicktm female external catheter is fully removed from the patient to avoid urine backflow. Recommendations: ¿ perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. ¿ prior to connecting the purewicktm female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. ¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had complaints about the function of the purewick urine collection system and that the product needed improvement. It was noted that the patient placed their initial order of the purewick urine collection system ((B)(6) ) in july 2020, and then they had placed one reorder in december 2020, but had not placed any subsequent orders. Per customer via phone on (B)(6) 2021, the patient stated that the purewick system caused a urinary tract infection and that had recurred for 3 times. The doctors stated that the urinary tract infections were from the system, and the patient was treated with antibiotics. Also, the patient had a bowel movement and ended up with e. Coli infection. The patient attempted to clean and reuse the wicks. Currently, they were not using the system. They suggested that the wicks should be shorter, so they do not get near the rectum, and it was recommended that there needs to be a way to secure the wick in place. Medical intervention was reported.